Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the patient was not receiving low cartridge alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/26/2017 with the following findings: a review of the alarm history showed evidence of low cartridge warnings. The low cartridge warning was set to 20 units. The low cartridge warning was reproduced during the investigation. The pump gave the appropriate sound and displayed the correct message on the screen. The warning was accurately recorded in the pump history. The history/settings issue was unable to be duplicated.